Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was sent for return with an unspecified issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have one severely bent grip tips, causing misalignment of the grip-tips. Instrument was observed with a 9.13mm offset at the tips. The grips were not found to have cracking damage. Additional observation(s) found related to the reported complaint included: the instrument was found with a broken grip at the grip base. A piece measuring approximately 2.55mm x 1.49mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the instrument found no additional damage or abnormalities.